Event description:
The customer called olympus to troubleshoot the problem with device giving a scope communication error (b30) with multiple scope. Olympus technician was able to troubleshoot issue to resolve error. There was no death or injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope. Olympus will continue to monitor field performance for this device.